Manufacturer narrative:
Internal file number - (B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult to remove or guide separation; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information received, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the calcified right common femoral artery (rcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, two proglide devices were successfully placed at the 10 o'clock and 2 o'clock positions. An additional proglide device was being placed at the 12 o'clock position; however, the proglide device could not be removed and the black guide became separated from the proglide device. A snare device was inserted through the left femoral artery (lcfa) and used to remove the black guide of the proglide device. The aaa procedure was not completed and the rcfa was closed using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.